Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. No further action is warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional info was requested 08/11/2011 by fax, mail and phone. Additional info was received 08/11/2011 by phone. A completed questionnaire was received 08/17/2011. (B)(4).

Event description:
A surgeon reported having a pt with unexpected postoperative refractions two and one half years following bilateral intraocular lens (iol) implant surgeons. Follow up info was received from the surgeon's technician. Lasik was performed. For this eye, the surgeon moved the lens from the bag to the sulcus. The pt has now presented with uveitis, glaucoma, iritis and an epiretinal membrane. Follow up info was received from the surgeon, who reported the event continues. Posterior capsule opacification was noted two and one half years following the implant procedure. There are two medical device reports associated with these events; this report is for the left eye.